Manufacturer narrative:
H10: through follow-up communication livanova learned that as a consequence of the complained event the erc (electrical remote-controlled) clamp activated randomly, when the flow was activated. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, flow control board was replaced with a new one. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that flow sensor of a centrifugal pump console (scpc) was not reading the flow during procedure. The sensor was replaced with a second one and the issue remained with the scpc. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in austin, texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.